Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Upon arrival, the iabp unit had no helium tank installed. The customer provided a brand new helium tank with a new sealing disk. The stm cleaned the helium tank yoke extension from saline and other contaminants, installed the new helium tank and physically observed x4 (helium tank pressure transducer) holding steady at 2160 psig for about an hour. The stm periodically compared the iabp pressure readings to the analog pressure gauge on the unit without exception. The stm was unable to duplicate the reported issue. All calibration, functional and safety tests were performed as per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during the daily checks performed by the customer, the cs300 intra-aortic balloon pump (iabp) displayed a faulty error message. It was later reported by the customer that the helium tank was leaking. There was no patient involvement and no adverse event reported.